Event description:
It was reported that (1) prr35 was used during a ventral hernia repair procedure. It was reported by the rep that the skin stapler was fired and staples were misformed. A new stapler was opened and used to complete the case. There was no consequence to pt.